Event description:
The customer reported the system pressure was going up and down. The system was switched out and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. No system messages were found in the event log. The customer then noted an intermittent frozen screen when the system is first turned on. The company service rep replaced the host module. The footswitch was replaced as a diagnostic measure for the system pressure going up and down. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).